Event description:
Customer reported the insulin pump is not truing on. Customer's blood glucose level was 270 mg/dl. Customer stated he forgot that he had the device and jumped into the pool. Customer stated he has taken out the battery, put a new one, and device froze during restart. He took out battery and put it back, was setting up the time and date and the device went blank. Customer stated he had to press the keys twice for them to function. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.